Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their front tooth had fractured months ago and their dentist repaired the tooth. They also reported that their front teeth are s tarting to overlap. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.